Event description:
It was reported that the patient experienced seven events in which infusion set cannula was kinked which led to hyperglycemia on (b)(6) 2026. This event was managed with correction injection via multiple daily injection (MDI).

Manufacturer narrative:
MDR 3003442380-2026-57122 / Initial 1 of 7.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number,Reporting Site: 8021545,Manufacturing Site: 3003442380.